Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an error code 500:320:658; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. It is unknown if there was patient involvement, patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a colleague infusion pump with failure code 500:320:658 was confirmed by baxter personnel during product evaluation. The problem was not reproduced in service and the root cause of the problem could not be identified. No repairs were made to fix the reported condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 5.08.92.

Manufacturer narrative:
(B)(4).this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.a request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.